Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the cartridge was leaking from an unspecified location. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 92 mg/dl.